Event description:
It was reported that during follow up, low sensing, loss of capture were observed. X-ray revealed the lead had dislodged. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.